Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer's blood glucose level was 120 mg/dl. A clinical support specialist guided the customer through filling the cartridge and customer was able to successfully fill the cartridge and resume insulin delivery.